Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that high lead impedance was seen in pre-op before a battery replacement surgery. In the operating room, the old generator was removed and a new one was implanted. Impedance was normal with the new generator and existing lead. The lead was not replaced. No other relevant information has been received to date.

Manufacturer narrative:
F10. Corrected medical device code, initial report: inadvertently listed wrong code instead of a040101. H6. Corrected investigation findings, initial report: inadvertently listed wrong code instead of c070603. H6. Corrected investigation conclusions, initial report: inadvertently listed wrong code instead of d02.

Event description:
It was later reported that the following troubleshooting was performed in the operating room for the high impedance: the pin was re-inserted and visualized past the setscrew connector block, and the lead was visualized for any breaks. The high impedance was first seen in pre-op and it is unknown whether the lead pin looked backed out further than normal prior to removing.